Manufacturer narrative:
This report is being filed on an international product list 8p32, that has a similar us product distributed in the us, list 8p32-21 / 31. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated false elevated alinity I ca 19-9xr of 59.14 u/ml on (B)(6) 2020 with sid (B)(6) on a (B)(6) male. The sample repeated 23.69 u/ml and the patient had a historical test result of 23.29 u/ml. No race/ethnicity was provided.

Manufacturer narrative:
Section b5 added information. Additional information provided by customer that the patient has not been diagnosed with pancreatic cancer. Per the alinity I ca 19-9xr assay package insert, the intended use of this assay is an aid in the management of pancreatic cancer patients. The product was being used off label. Based upon this new information, this complaint is no longer a reportable event and no further followup will be provided.

Event description:
The patient has not been diagnosed with pancreatic cancer.